Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device was evaluated by a zoll medical representative at the customer's site. The malfunction was duplicated and attributed to the non-zoll battery being used. The device passed all testing after the battery was replaced with a zoll battery. Analysis for reports of this type has not identified an increase in trend.